Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while trying to bolus. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting advised customer to change out the entire set and call back if any further issues arise. No further details given.